Event description:
It was reported the post-operative x-ray showed the right atrial (ra) lead had dislodged and was in the superior vena cava. The device mode was reprogrammed to inactive the ra lead until the lead was repositioned six days after implant. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.